Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a breast surgery, a clip holding the smoke evacuation tubing to the photonblade broke off. The doctor is unsure if the clip fell into the patient or not. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a breast surgery, a clip holding the smoke evacuation tubing to the photonblade broke off. The doctor is unsure if the clip fell into the patient or not. The procedure was completed successfully without a delay; no medical intervention was reported.